Event description:
It was reported to technical services on 04/18/2011 that this ra lead impedance has moved from 400's to 1300's with no threshold or noise issues. Patient will be monitored on a quarterly basis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).